Event description:
Reporter stated that the surgeon inserted a aq2003v three piece silicone lens into the patient's eye and a haptic tore off. The incision was enlarged to remove the lens and was replaced with another model lens. Suture was used to close the wound. The reporter stated that the surgeon had known that the trailing haptic had gotten torn, during loading, due to a technical error, however he opted to insert it in the patients eye and it tore even more.